Event description:
The patient fell and the catheter snapped in half. The pt had to undergo fluoroscopy to have the half of the catheter that was inside the pt retrieved. The head of the IV nursing team is not certain that the fall caused the catheter to break, but rather it could have broken on it's own. There was harm to the pt since the pt had to be taken to have the catheter removed under fluoro. Additional info received in 2009 is as follows: the catheter was already indwelling so, there is no lot number. The pt was a male, s/p bone marrow transplant. While out of bed, pt fell, and the catheter popped apart above the triangular site where the 3 lumens become one. Thus, a part of the catheter remained in the pt, requiring pt to undergo fluoroscopy procedure to remove the remaining part ot the catheter. The pt had no apparent negative side effects.

Manufacturer narrative:
Event eval: this event is still under investigation.